Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, as the product was taken out of the box, it was noticed that the tip on the jaw on the vasoview hemopro 2 was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects, as there was no patient contact.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).